Event description:
Allegedly, when trying to remove neck trial, it would not disengage stem. Further attempts resulted in stem pulling out by the neck. The femur was broached for the next larger stem and implanted. Repeated attempts to remove the neck failed. Medium activity level. Minimal cancellous bone - thick cortical. Surgery time extended greater than 30 minutes.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 3010536692-2015-00039.